Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j neurosurg spine. 2025 aug 15;43(6):733-741. Doi: 10.3171/2025.4. Spine241540. Pmid: 40815856. Https://doi.org/10.3171/2025.4.spine241540.

Event description:
Impact of barbed suture use in complex back closure on operative time, cost, and safety profile. The aim of this study is to evaluate the time, potential cost savings, and postoperative outcomes of barbed suture use for muscle flap reconstruction of the back following the placement of spinal instrumentation. A total of 110 patients were included 74 underwent muscle flap reconstruction with barbed sutures, while 36 patients in conventional suture between january 2016 and july 2021. 15-blake drain was used in the deep submuscular space, pds (eth) was used to within the deep muscle layer, stratafix (eth) was used in the superficial layer of the muscle, and was used to closed the deep dermis in the barbed cohort, and monocryl (eth) was used to closed the deep dermis, and was used to approximate the tissue in a subcuticular fashion. Dermabond (eth) was used to dressed the wound. Reported complications: barbed suture (n=74) 15-fr blake drain (eth) 0-pds (eth) stratafix (1,0;eth) 3-0 spiral stratafix (eth) dermabond (eth) deep surgical site infection (ssi) (n=8) treatment: not reported. Superficial surgical site infection (ssi) (n=3) treatment: not reported. Skin necrosis (n=2) treatment: not reported. Dehiscence (n=5) treatment: not reported. Hematoma (n=4) treatment: not reported. Seroma (n=14) treatment: not reported. Delayed wound healing (n=6) treatment: not reported. Need for reoperation (n=11) treatment: not reported.. Conventional suture (n=36) 15-fr blake drain (eth) 0-pds (eth) 3-0 monocryl (eth) dermabond (eth) deep surgical site infection (n=2) treatment: not reported skin necrosis (n=1) treatment: not reported dehiscence (n=1) treatment: not reported hematoma (n=2) treatment: not reported seroma (n=6) treatment: not reported delayed wound healing (n=4) treatment: not reported need for reoperation (n=4) treatment: not reported in conclusion, knotless barbed suture use in complex closure of back wounds results in decreased operative time and hospital cost while conferring similar complication rates to conventional suture.